Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and e-mail that she wanted to troubleshoot her insulin pump. She had low blood glucose of 12-50 mg/dl and later her blood glucose went to 493 mg/dl. She indicated that emergency services came to her house but she was not taken to the hospital. Her blood glucose was 434 mg/dl at this time. She indicated that per her doctor, the basal rate settings were changed and she stated that she would rather have someone with her during troubleshooting as she was too tired. Troubleshooting indicated for the customer to call back when she was able.